Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed a rash under the lifevest. During a follow up the patient reported that her doctor advised her to use hydro-cortisone cream and to leave the device off for a few hours a day to allow the irritation to dry. The patient reported that the rash was improving as a result.